Manufacturer narrative:
D10 concomitant product: egia60amt - egia60amt egia 60 artic med thick sulu, lot# n3a0525y sigphandle - sig power sigphandle handle, serial# unknown unk-sigadapt - unknown signia egia adapter, serial# unknown sigpshell - sig power sigpshell control shell, lot# unknow h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reloads were fully fired, the clamping mechanisms were deformed, staple pushers were partially flush with the cartridges. One of the reloads had damage to the cutting edge of the knife and had damaged laminates. Functionally, the reload was clamped without media present without issue and onto test media without issue. The interlock was overridden and not functioning, the reload was cycled without hesitation or binding and was applied to test media. The test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that during a lobectomy, when fitting the refill during cycling, the jaw of the device did not close completely. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: knife blade damage. The product analysis noted evidence that the device was not used as intended. Another unreported condition was identified: failures of laminate damage and interlock not engaging. The most likely cause was determined to be manufacturing related. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and improperly formed staples. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, when fitting the refill during cycling, the jaw of the device did not close completely. Same issue with the second reload. A third reload was used with the same handle, adapter and shell to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident is that the clamping mechanisms were deformed and device indicating that the user fired the device in tissue thicker than indicated.